Event description:
When the subject device was prepared and advanced, resistance was felt. The physician attempted repositioning the subject device, but it did not advance nor go back. The physician decided to remove the subject device and during removal the main coil got cut off at the proximal segment. The distal segment remained inside the microcatheter. The microcatheter and distal segment of the subject device were successfully removed. The patient sustained no injury or complications as a result of this event.